Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 29-julon-site -2015, an fse conducted follow-up with the customer. The fse aligned the x1 pitch sensor to correct the position and verified the belt tensions and proper rack movement. This returned the instrument to proper operation. The most probable cause of the reported event was due to a defective x1 pitch sensor alignment.

Event description:
On (B)(6) 2015, a customer reported x1 errors and the pusher foot is stuck on their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.